Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed hwbat. No additional patient or event information is available. It was reported the patient was using an alternate battery charger while plugged into the receiver. The dexcom g5 mobile continuous glucose monitoring system states: only use dexcom-supplied parts (including cables and chargers). Use of non-dexcom supplied parts may affect safety and performance. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.